Event description:
It was reported on behalf of the customer that during surgery when the surgeon was introducing the insert into the tibial baseplate, the locking wire broke. According to the surgeon no stress was used when introducing the insert only gentle pressure with a finger and insert impactor. Another insert was used. No delays or adverse consequences were reported.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Based on the visual inspection it appears that the implement used to push back on the anterior face of the insert component during attempted seating may have come into contact with the locking wire. Without the return of the locking wire for evaluation, it is not possible to definitively determine the root cause. The event as reported was confirmed. DHR review for the reported lot was satisfactory. Chr review for the reported lot confirmed that there were no similar events reported for the lot.

Event description:
It was reported on behalf of the customer that during surgery when the surgeon was introducing the insert into the tibial baseplate, the locking wire broke. According to the surgeon no stress was used when introducing the insert only gentle pressure with a finger and insert impactor. Another insert was used. No delays or adverse consequences were reported.